Event description:
Treatment started, pt complaint of feeling hot, flushed throbbing sensation in head, given 300cc ns, feeling better. "First use syndrome" changed to reuse dialyzer. No adverse event.